Event description:
It was reported that the iab was inserted on 1/2005. Two days later, the rn was turning the pt and heard a "whooshing" sound. They immediately pulled back to the pt's gown and found blood coming back into the catheter and helium tubing. The iabp did not have an opportunity to alarm as the situation was immediately resolved. The iab was removed. A re-insertion was not required. There were no pt complications.